Event description:
It was reported that the bd wing needle set cap came off and pierced through the close package. The following was received from the initial reporter: verbatim: I need to report a fact that the sector nurse assessed that the needle protection comes out of the cap, pierces the closed package, having to discard it. I report another case, in sequence, that when you open the package even though it is covered; when opened it pops out. - was there any damage to the professional handling the device? No damage to the professional.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd wing needle set cap came off and pierced through the close package. The following was received from the initial reporter: verbatim: I need to report a fact that the sector nurse assessed that the needle protection comes out of the cap, pierces the closed package, having to discard it. I report another case, in sequence, that when you open the package even though it is covered; when opened it pops out. Was there any damage to the professional handling the device? No damage to the professional.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-jul-2023. Investigation summary: a device history record review was completed for provided material number 38334014 and lot number 1335445. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) pictures, one (1) video, and the affected physical sample were received for evaluation by our quality team. Through examination of the sample, the needle protector was observed loose inside the packaging. It is probable that this defect resulted from an improper fitting of the protector during assembly which then caused the protector to come loose during transport. There may have been a detection failure as well during the packaging process, as the material is inspected for signs of defect.